Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. This report is about the same incident as report number 3013111692-2024-03717. Since both items may have contributed to the event a report was sent for each of them. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.